Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove the cartridge, inspect and clean the pump, and attach the cartridge again. These steps were followed successfully, allowing the customer to load the cartridge without further errors.